Event description:
The customer contacted baxter's technical service center to report a check lines and bags which occurred on home choice (hc) during use during prime. The care giver (cg) stated that there was a check heater line in fill 1. The cg started over with new cassette but reused the bags. The baxter technical representative (tsr) advised the cg that when starting over both line and bags needs to be replaced. The tsr had the cg cycle power off and on and removed that cassette. The cg will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.